Event description:
On (B)(6) 2012, the patient contacted animas stating that she experienced a blood glucose (bg) value in the range of 18mmol/l to 22mmol/l with heart palpitations, thirst, was panicky and "felt unwell." The patient claimed she was never trained on how to prime the infusion set. It was noted that the patient only primed the longer tubing and never primed the shorter tubing. The patient's bg reportedly elevated since the shorter tubing was never primed. Customer support (cs) advised the patient to contact the health care provider (hcp) or a certified diabetes educator (cde) for proper training on how to use the infusion set. The pump is reportedly not being returned and the patient remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg event as the patient was not properly trained on how to use the infusion set, was not priming correctly and was also priming while attached. The user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: a review of the pump history revealed that the last basal delivery was on (B)(6) 2013. There was no activity outside of normal use observed in the black box history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected the programmed values. A visual inspection revealed moisture corrosion on the display screen and inside the pump. The pump was able to power on and displayed the ¿verify¿ screen. During testing, the pump alarmed with a ¿replace battery¿ upon the first rewind attempt. The pump¿s cover was removed, moisture corrosion was found to the force sensor circuit, the display screen connector and to pcb. The prime issue and the flow accuracy test was unable to be completed due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.